Manufacturer narrative:
Additional information: e1(address).

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2020 with a direct tested nasalpharyngeal kitted swab. The nasopharyngeal swab was used in both nostrils per the product insert instructions. A repeat test was performed, result not provided. Confirmation testing was done with nasopharyngeal swabs, new sample with media on the bdmax pcr generated negative result (CT values not provided). The customer stated the patient was asymptomatic for covid-19, assessed to initially be a trauma victim before the ID now covid-19 test and moved to isolation based on the initial positive result. The customer confirmed there was no death or serious injury due to the test results. Additionally, the customer confirmed there was no delay or impact in the patient's treatment. Positive results are indicative of the presence of sars-cov-2 rna; clinical correlation with patient history and other diagnostic information is necessary to determine patient infection status. Positive results do not rule out bacterial infection or co-infection with other viruses. Due to the high sensitivity of the assays run on the instrument, contamination of the work area with previous positive samples may cause false positive results. Handle samples according to standard laboratory practices. Clean instruments and surrounding surfaces according to instructions provided in the cleaning section of the instrument user manual. Due to the risk of a false positive result leading to possible exposure to covid-19 through the quarantine of the false positive patient with true positive patient(s), delayed emergency treatment and/or inappropriate treatment with antiviral therapy, the incident shall be considered reportable.

Manufacturer narrative:
Corrected: health effect impact code. Additional information: the required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issues as no information was provided for investigation.

Manufacturer narrative:
Additional information: after further investigation it was identified that the provided lot number is not a valid outer kit lot number. Despite multiple attempts, the valid lot number has not been provided.